Event description:
Patient's father alleged the patient obtained discrepant back to back blood glucose results of 67 mg/dl, 193 mg/dl, and 82 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.